Event description:
Caller reported that a malfunction occurred on the pump after it got wet and hot. Blood glucose level did not exceed 500 mg/dl, indicating no adverse impact to the customer¿s blood glucose level. Customer reverted to an alternate method of insulin delivery.